Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an upgrade the right ventricular (rv) lead was nicked and subsequently was capped and unusable. No patient complications were noted as a result of this event.